Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 25. Details of surgery: bone overheating and sinus augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced infection, peri-implantitis, pain, mobility, swelling, bleeding, increased sensitivity, abscess and inflammation. No further patient complications were reported.